Manufacturer narrative:
The reported event of the screwing mechanism of the rv port was confirmed. Analysis revealed the user of the torque wrench was stripping the setscrew inset due to incorrect wrench insertions while attempting to tighten it. Additionally, the user over-turned the setscrew completely stripping the inset wall. No device anomalies were found. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the set screw on the header of the pacemaker was too loose. The pacemaker was removed and replaced. The patient was in stable condition.